Event description:
Major pump unit(s) involved: external control system failureadditional text: ddc digital and analog meter discrepancyspecific component(s) involved: external controller malfunctionadditional text: digital and analog metersother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : repair of metersimplant device type: both (in the same or visit)malfunction device type: both (in the same or visit)

Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: external controller malfunction